Event description:
Pt purchased and used an at last machine that had a lancet already attached to the lancing device. Pt is afraid of possible blood contamination. Machine was purchased but not used until 2 weeks later.